Event description:
It was reported that the spinal cord stimulation (scs) clinical patient enrolled in the pro study experienced a loss of stimulation. X-ray imaging was performed and confirmed lead migration. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed of at the facility and was not returned to bsc.